Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. The device functioned normally on both ac and dc power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device would no longer power on with ac or dc power. There was no patient use associated with the reported failure.